Event description:
The physician achieved arteriotomy closure with the clsoer s 6 fr. Device after a ptca procedure. The patient was discharged home in 2002. The following day, at home, the patient experienced fever and chills. The patient believed these symptoms were unrelated to the procedure. The patient had an office visit with the internal medicine physician 3 days later, for an unspecified reason and not related to the ptca procedure. During this office visit the groin was not assessed and an infection was not detected. The patient arrived to the ER 2 days later, for fever and chills. The groin was reported to be "tender". An ultrasound was performed and ruled out a pseudoaneurysm. Blood cultures were also drawn. The patient was given rocephin and keflex and discharged home. The next day, the blood cultures were positive for staphylococcus aureus. The patient was admitted to the hosptial. A transesophageal echocardiogram was performed and no vegetation was present on the valves. An infectious disease physician saw the patient and started the patient on vancomycin and gentamycin for synergistic benefits. A surgeon consulted the patient. Four days later, the patient went to surgery where the wound was debrided, the perclose suture was removed and the artery was closed with a muscle flap. The patient was reported to "not be recovering" and was transferred to another facility. Another surgeon performed surgery and found two sponges in the patient's abdomen from a previous prostate surgery one year ago. The patient recovered without further sequelae and was discharged home.